Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose level of approximately 250 mg/dl. The suspected cause was unknown. The customer delivered a bolus via the pump. The customer declined a system check with tandem technical support.